Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. The helix mechanism was retracted and not tested due to dried blood in the helix housing and deformed cathode coil near terminal end. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) dislodged ten weeks after implant. During the revision procedure of the ra lead the helix mechanism retracted but would not extend. A new lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) dislodged ten weeks after implant. During the revision procedure of the ra lead the helix mechanism retracted but would not extend. A new lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.